Manufacturer narrative:
Physician: (B)(6). Continued a6 (race): probably japanese. Continued g2 (other report source): (B)(6). Date of diagnosis of alcl: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl, seroma.

Event description:
Healthcare professional reported for right side "malignant lymphoma, alk negative-alcl", "lesions showing atrophy of germinal centers and sheet-like proliferation of non-neoplastic plasma cells in the interfollicular region were observed, "retroperitoneal mass enlarged, multiple low-attenuation areas appeared in the right lobe of the liver", "fluid retention on the inside of the right implant." Histopathological markers cd30+ and alk- have been received. Device has been explanted. Treatment: device explant, capsulectomy, chemotherapy, radiation therapy.